Manufacturer narrative:
Additional method code: maintenance review investigation: a service call was placed and a terumo bct service technician visually inspected the machine at the customer's site. The service technician was able to duplicate the reported condition. The screw in knob from the right pane was adjusted. No additional complaints have been received for this machine regarding the reported condition. A review of the last year of service history for this device indicated no other reports related to this issue. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly moves down. Information of patient (donor) or operator of the device is not known at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information. The root cause was the IV pole push button screw had loosened prompting the ivpole to slip.

Manufacturer narrative:
This report is being filed to provide additional information.